Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unspecified date, the patient was hospitalized and treated with ceftriaxone (intravenously) for peritonitis. The patient had not yet recovered from peritonitis. On an unspecified date, the patient experienced a relapse of symptoms and pd therapy was scheduled to be discontinued after pd catheter removal. No additional information is available.